Event description:
A silicone lens was damaged while being ejected from the cartridge. The surgeon felt resistance while inserting the lens, so they injected it onto the sterile field. There was no patient contact.